Manufacturer narrative:
The customer's reported complaint of the platform displaying a black line on the lcd display was not confirmed during visual inspection , however , ua132 (internal watchdog timeout) error message upon powering up was confirmed through review of the platform's archive data and functional testing. The issue was attributed to a defective pca board and pca cable. Visual inspection was performed and found the brake was sticky. No crack or black display found on the lcd display. Archived review showed numerous faults of ua17 (max motor on time exceeded during active operation), ua02 (compression tracking error), ua45 (not at "home" position after power-on/restart) error messages on (B)(6) 2016. Ua132 (internal watchdog timeout), ua18 (max take-up revolution exceeded) and ua02 (compression tracking error) error messages on (B)(6) 2016. Initial functional testing was performed and confirmed the autopulse displayed system error 132. Azm cleared the error message and did not reproduced the error. However, unrelated to the reported issue, the autopulse displayed ua16 (timeout moving to take-up position) and was found that the brake was sticky. To remedy the issue, the brake was adjusted and once completed, the autopulse performed compressions with no issue observed. The customer was informed about the service repair however customer opted not to do the repair. The platform will be returned to the customer with label "not for clinical use'. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed a black line on the display with no message and the platform did not power up when the start button was pressed. No patient involvement was reported.